Event description:
It was reported to philips that the system was unable to boot. No harm was reported to philips. The device was outside of clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) visited onsite and confirmed that the system was unable to boot. Analysis of the log file revealed that the pdu's (power distribution unit) fan tray and dcps were malfunctioning. To resolve the issue, the fse replaced the pdu fan tray and dcps. There was no fault identified with the x-ray tube; hence, it was not replaced. The defective pdu fan tray fru was returned to philips for failure analysis, and the cause of the pdu fan tray fru failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the pdu fan tray fru by the field service engineer has resolved the reported issue and restored the functionality of the system. After the replacement, the system was returned to use in good working order. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.